Event description:
During a laparoscopic nephrectomy procedure, while surgeon was going over the renal vein, surgeon fired and withdrew device, realized all staples fell off and were not formed correctly. Converted to hand assist. Opened second device to continue. Surgeon controlled bleeding by hand and then used clip appliers to control bleeding. No information regarding amount of blood loss.